Event description:
Balloon rupture. Per info provided by sales rep on (B)(4) 2012. Arterial angioplasty. The balloon ruptured and the pt was taken to surgery for removal of the device.

Manufacturer narrative:
Exp date unk as lot # is unk. (B)(4). MFR unk as lot # is unk. No product was returned to assist in this investigation. Per specifications, balloon burst, compliance, and fatigue verification testing has been completed. The rbp is documented in the IFU and label. The device is inspected to ensure balloon is undamaged. Vendor burst tests a minimum of 5 balloons per lot. Each device is leak tested and the balloon bonds are examined. Each device is shipped with instructions for use (IFU) that delineates the proper inflation and deflation procedures. The IFU states "do not exceed the rated burst pressure. Rupture may occur. Adhere to balloon inflation pressure parameters." Without the complaint device, a thorough root cause analysis is not possible. In the absence of external restraints, the balloon is designed to burst in a longitudinal direction. The balloon rupture ultimately resulted in difficulty removing the device. Inflation pressures were not provided and the pt anatomy was not described. In the absence of complaint detail, it is difficult to determine factors other than pt anatomy that may have contributed to this complaint. Due to this absence of detail, the root cause for this complaint is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk mitigation activities.